Event description:
A pt sample was misidentified using the fc 500 instrument with cxp software version 2.1. A customer was running a panel of sixteen (16) tubes. Due to slow acquisition, the customer clicked on pause and rotate function on the toolbar to pause the run of tube #12. The customer observed that the instrument only paused and did not rotate the tube. The customer clicked on the play icon to continue the acquisition, but instead of continuing with tube#12 as expected, the instrument picked up tube #2, processed it and reported the results as of tube #12. Based on available info, there was no treatment initiated based on the erroneous results, no death, or serious injury requiring medical attention attributed to or connected with this event.